Manufacturer narrative:
B5: added additional information regarding patient outcome. D6b; added explant date.

Event description:
The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 67 year-old male patient for pre-operative placement. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. During support, bleeding was observed with output from the jackson-pratt drain at the impella insertion site ranging from 150¿400 milliliters per hour, as well as bleeding from the internal jugular swan-ganz catheter site. The source of bleeding was identified at the graft anastomosis. Laboratory values at the time of the event demonstrated a partial thromboplastin time greater than 200 seconds and an activated clotting time of 178 seconds. Management included administration of protamine and cryoprecipitate, with transfusion of 2 units of packed red blood cells and 2 units of cryoprecipitate. Estimated blood loss was approximately 2¿3 units. Following intervention, the bleeding resolved, and jackson-pratt drain output was noted to be trending downward with continued laboratory monitoring. The treating providers reported that the bleeding event was most likely related to patient factors, specifically underlying chronic liver disease contributing to coagulopathy. The patient was noted to have movement during support, and the repositioning sheath was confirmed to be properly placed with angle matching. While on support, the impella 5.5 device was operating at performance level 7 with expected flows of approximately 3.9 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on impella support with no additional adverse events reported. Bleeding is a known risk associated with impella support due to the presence of large-bore arterial access, and may be further influenced by patient-specific factors such as underlying coagulopathy.